Event description:
It was reported in published article "vaulted accommodating iol" that a pt experienced inferior lens vaulting due to contraction of capsular bag approximately 4 months post lens implantation. The lens was subsequently repositioned and a capsular tension ring (ctr) was inserted. Four weeks after lens repositioning, a central yag capsulotomy was performed. The pt's current prognosis is good and ucva is reported as 20/20. This report is for the pt's left eye. Additional info has been requested.

Manufacturer narrative:
The lens remains implanted and will therefore not be returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.